Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device. The investigation concluded that chronic high atrial sensing rates can impact battery longevity over time. The device is designed to utilize additional required processing functions while sensing high atrial rates, such as for patients with chronic atrial fibrillation, which can increase the power consumption. The device can be reprogrammed to no longer sense the high atrial rate and thereby limiting the impacts of the high atrial rate on the device power consumption.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. Within approximately one year, the battery longevity had decreased by five years. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data determined this device is exhibiting an increase in power consumption due to high rate atrial sensing while the patient is in atrial fibrillation. This increase in power consumption can impact battery longevity. Additionally, the device has minute ventilation (mv) turned on. If the signal artifact monitoring (sam) software, used to prevent potential signal artifact-generated oversensing, is also active, it can also consume additional battery power and impact longevity. A technical services consultant recommended reprogramming options to preserve battery longevity. No adverse patient effects were reported. The device remains implanted and in service.